Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was the flow block error message during the patient side occlusion test on the lvp. However, after following the technical support recommendations of press tampered switch on 8015 device then select proceed and external communication. Refresh asm v12.5 software and re-run the patient side occlusion test. Biomed will run full pm test. Flow block error was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 fails error bolus ail limit flow block while running a patient side occlusion test. There was no patient involvement.